Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Customer's blood glucose level was 287 mg/dl. Reportedly, the customer reloaded the cartridge to resolve issue.